Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test cap secured properly to the pump and was used to complete investigation. Unrelated to the complaint, the pump was powered on and the display screen appeared dim, faded, and discolored. Additionally, the bolus button cover was observed to be punctured; however, the button responded properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).